Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device and lack of clinical benefit, however, the issue could not be resolved. Subsequently the device explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on april 04, 2017.